Manufacturer narrative:
(B)(4). The customer reported that the charge button was malfunctioning and that it kept failing the opcheck. The customer indicated that the button itself appeared damaged and the label was worn. The device was evaluated by a philips field service engineer. The symptom could not be duplicated, however the fse did confirm that the charge button was worn. He replaced the button covers and the front label on the device. The device passed all testing and was placed back in to service. Based on the customers report we are considering this a malfunction but cannot determine the cause because the symptom could not be duplicated.

Event description:
The customer reported that the charge button was malfunctioning and that it kept failing the opcheck.